Event description:
It was reported that at 45,332 joules while using the surgical fiber during a prostate procedure, the aiming beam was lost / could no longer be visualized. The procedure was completed using a second surgical fiber. Outcome: "okay" - there was no patient injury reported. Gland volume: 40 ml; time expended: 7:46 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-411a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.